Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed lesion was located in a severely tortuous and mildly calcified mid right coronary artery (rca). Following pre-dilatation, a 3.50 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. Moreover, the issue was not resolved even with the use of a guide catheter engaged deeply to secure backup. The device was attempted to be removed from the patient's body when it came into contact with the guide catheter causing the stent struts to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.